Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain. The patient presented to the emergency room and "medical management was done"; however, it was not reported if the patient was hospitalized for the event. A day after the event onset, the patient has recovered from the event. On an unknown date, the patient was transferred to hemodialysis. The reporter declined to provide additional information.